Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin leaked at the t:lock connection and that air bubbles were observed in the infusion set tubing. Tandem technical support guided customer in priming the tubing. Customer's blood glucose level was 370 mg/dl.